Event description:
It was reported the patient expired. No cause of death was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device and leads analysis revealed no anomalies found - normal device and lead function.